Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 2000023583. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the device not providing stimulation as needed. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the device not providing stimulation as needed. No further information could be obtained despite good faith efforts. Additional information was received that the explanted device was kept by the medical facility.